Event description:
The user facility reported that the glidewire was being used to go subintimal in an attempt to cross a calcified chronic total occlusion (cto) lesion. The tip got stuck and broke off in the lesion when pulled out. The procedure performed was a peripheral angioplasty. There was no blood loss and no patient injury. Additional information was received on 03jul2025: they left the piece in the patient, it was a calcified chronic total occlusion (cto) lesion so there was no harm to the patient, as there was already no flow in the vessel where the wire tip broke off. The wire fragment was approximately 1-2cm.